Manufacturer narrative:
Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord was failing performance verification test (pvt). At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the power cord was failing pvt. Bench repair is currently pending.

Manufacturer narrative:
E1: hospital (B)(6). (B)(6) s/n, (B)(6) , spain, (B)(6).

Manufacturer narrative:
There was no patient involvement, this issue was found outside of use. No patient or user harm. The removed power cord was returned to the product investigation lab (pil). The power cord was tested, and the failure was unconfirmed. Pil found through the use of an electrical safety analyzer, that the ac power cord passed all resistance testing resulting in a no problem found. This power cord was verified to be functional with no error.